Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 12/21/2015. The fse discovered that the rear blood detector tubing was loose on the bsv attributing to the leak. The fse replaced the tubing resolving the leak. (B)(4).

Event description:
The customer reported approximately 1 ml of fluid had leaked from the blood sampling valve (bsv) of a coulter hmx hematology analyzer with autoloader; the leak was not contained within the instrument. The customer also reported recovering aspiration errors at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.